Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported malposition of the suture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely that interaction with the patient anatomy or friable vessel contributed to the reported difficulty. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was a suture malposition (suture came out with the device) with a proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.